Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the event occurred on (B)(6) 2019. The patient is currently on antibiotics for 6 weeks, so for 2 weeks so far and will follow-up on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's right ins incision site was recently noted to have a pustule associated with the incision which erupted with purulent drainage. The patient was started on antibiotics. The patient's medical history includes a history of galactosemia with subsequent tremors and dystonia for which he underwent placement of bilateral vim and gpi dbs electrodes in (B)(6) of 2017. They just underwent exchange of his left vim ins to a rechargeable unit due to end of life of battery. They had no fevers, inflammation other signs or symptoms of infection. They were started on rifampin/linezolid combination therapy. They have tolerated the antibiotics well so far. On exam his right chest incision appear markedly improved from his previous imaging. It is not erythematous, or warm. There is no drainage or open sores. The scare is widened from baseline. His left chest wall incision is healing well without concern for wound healing or infection. Medical history includes allergies to penicillin and milk products. He is otherwise at his neurological baseline. The patient as well experiences difficulty swallowing. No further complications were reported or anticipated with this event.